Event description:
Subsequent to the previously filed report additional information was received: the physician cut too high on the suture; preventing the suture advance through the pushing device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to inadvertent cutting of the link. It appears the suture was inadvertently cut at the link instead of at the suture distal of the link which would leave the posterior needle tip and cuff causing an interaction with the gated suture trimmer ¿pushing device¿. This interaction would subsequently contribute to the reported failure to advance the knot. The reported subsequent treatment appears to be related to procedure circumstance. It should be noted that the prostyle instructions for use (IFU): lower lever to close foot, while holding the plunger, place the needle under the quickcut¿ mechanism. Use the needles as the guide, slide the suture against the quickcut mechanism to trim the suture from the anterior needle distal of the link. Alternatively, use a sterile scalpel or scissors to cut the suture. Based on the reported information, it appears the suture was inadvertently cut at the link instead of at the suture distal of the link which would leave the posterior needle tip and cuff causing an interaction with the gated suture trimmer ¿pushing device¿. This interaction would subsequently contribute to the reported failure to advance the knot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event corrected from 9/29/2024 to 9/25/2024. B5: describe event or problem updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a prostyle device. Reportedly, the physician cut too high on the suture. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.